Event description:
It was reported that the lead impedance suddenly increased and oversensing was noted. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned, but clinical data from the device was analyzed. Analysis of the device memory indicated the right ventricular (rv) lead integrity alert occurred. Rv lead integrity warning occurred on (B)(6) 2015 for sic greater than thirty in three days and two or more high rate nst episodes. Analysis of the device memory indicated the impedance trend on the rv pacing lead was rising. On the week of (B)(6) 2015, rv pacing impedance spiked to 1311 ohms (up from 475 ohms). Analysis of the device memory indicated oversensing due to non-physiologic signals/sic. Beginning (B)(6) 2015, ventricular sic was up to 19 and there was evidence of vt-ns episodes with lead noise oversensing. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.